Manufacturer narrative:
Investigation findings: to date, the hose has not been received for investigation. A follow-up report will be sent upon return of the product and completion of the investigation.

Event description:
It was reported that during testing of this hose pre surgery, the outer hose burst. There was no injury or surgical delay with this event.